Event description:
It was reported that during incoming inspection, debris was found in the sterile packaging. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4).g2: japan.customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual review of the returned product found (3) pouches with one piece of loose blue debris less than .60 sq.mm. And (1) pouch with one loose blue debris and one blue debris in sealing area both less than .60 sq.mm. The debris is acceptable to zpc 8.400. Medical records were not provided. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.